Event description:
The pump was returned for service for the reported problem of channel failure. During service, the event history was reviewed and a failure code 810:11 was found. The biomed stated to the baxter service facility that this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the setup of the infusion device.